Manufacturer narrative:
Batch review performed on 21-aug-2024. Lot 2301711: (B)(4) items manufactured and released on 05-apr-2023. Expiration date: 2028-03-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components revised and involved: batch review performed on 21-aug-2024. Gmk-sphere 02.12.t3i4l tibial tray fixed cemented size t3i4 l (k121416) lot. 2248082: (B)(4) items manufactured and released on 03-may-2023. Expiration date: 2028-04-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot. 2246244: (B)(4) items manufactured and released on 16-mar-2023. Expiration date: 2028-02-26. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.e0410fl tibial insert fixed sphere flex size 4/10 mm l e-cross (k202022) lot. 2242231: (B)(4) items manufactured and released on 03-jan-2023. Expiration date: 2027-12-06. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting pain in the knee. The patient had a medacta sphere knee implanted on (B)(6) 2023. It is unknown if a revision surgery has been done or planned.